Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator and right atrial (ra) lead exhibited noise, oversensing, loss of capture and pacing inhibition. As a result, the sensitivity was adjusted. During device testing prior to replacement no noise could be reproduced on the right ventricular egm. Subsequently, this device was explanted and replaced. The ra lead was capped/deactivated and remains implanted. No additional adverse patient effects were reported.